Event description:
Boston scientific received information that this right ventricular lead experienced loss of capture for 2 beats. Thresholds are a bit high but the patient has had some other medical issues that may be affecting thresholds. The patient does not v pace but does atrial pace so the physician is going to monitor for now. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.